Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen became shattered and unresponsive. In addition, it was reported that a cartridge change error occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly the customer had an alternate pump for insulin therapy.